Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 693565 lead, (B)(6) 2011; d314trg ICD, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had an infected valve and developed sepsis due to (B)(6). The implantable cardioverter defibrillator (ICD) and leads were explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.